Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced an insulin delivery issue and stated that insulin was dripping or squirting from the end of the set during the last set change before connecting it at the customer's site. A low blood glucose event (low bgs) was reported by the patinet, who experienced a significant health risk due to the insulin delivery issue. However, they treated the low blood glucose (low bg) event by consuming some carbohydrates. No further information available.